Event description:
Nurse entered patient's room to find enteral feeding dripping on floor. On inspection, it was determined that the tubing had become disconnected at the proximal end of the black ring retainer.